Manufacturer narrative:
Evaluation summary: x-rays were not provided to analyze fixation of plate to the bone. As reported, the pts fall may have resulted in bending of the plate. No other conclusions can be drawn. Device history records are intact and conforming indicating product was manufactured to spec. There is no indication that design or MFR contributed to this outcome.

Event description:
It is reported that the device was implanted in 2007. The device was revised approx two months later, due to pt falling and bending the plate.